Manufacturer narrative:
Based on the information provided in the case, by the philips remote service engineer (rse), and the log review sent in by the customer, it could not be conclusively determined whether the monitor lost network connectivity or someone powered down the monitor based on log review. The reason why the monitor was turned on and off during the event time frame cannot be conclusively determined based on the log review. The piic performed as it was configured and designed. No further investigation or action is warranted at this time. H6 updated coding to serious injury.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The customer reported all curves had disappeared from the central station and it was not just an ECG waveform. It was also confirmed, the central station displayed ¿no monitoring data¿ as the device went offline. A clinical application specialist (cas) and technician examined the logs and took focus on the automatic pause of the alarms of 3 minutes. It was configured in the monitor with the approval of the department at each start-up of the device. According to their first analyses, the behavior of the monitoring showed that the monitor was physically turned off by pressure on the power supply button present on the front of the monitoring at 21:31:56 and at 21:48:18 and turned on with the same procedure at 21:55:26. They also noticed on the patient's traces an asystole at that time. Philips retrieved the logs to be further evaluated by an internal product support engineer (pse). The evaluation found the surveillance showed the no data monitor inop as the device goes offline: central station (piic ix) has alarmed the loss of the patient monitor connection. According the devicedebug.log the device was started at these times, straight before association: a second analysis of the logs showed that connectivity was not likely to be the cause and that the device was powered off following information from piic ix side to the incident. The device ped1 in bed ch540 was offline and reassociated at the following times: 1. (B)(6) 2024 21:55:32.960 piicixped patient mgmt: device ped1 in ch540. Status associated, iswireless false, isstandby false, opmode monitoring, ip address 172.21.203.126. 1. (B)(6) 2024 21:48:47.667 piicixped patient mgmt: device ped1 in ch540. Status offline, iswireless false, isstandby false, opmode monitoring, ip address 172.21.203.126. 1. (B)(6) 2024 21:48:18.136 piicixped patient mgmt: device ped1 in ch540. Status associated, iswireless false, isstandby false, opmode monitoring, ip address 172.21.203.126. 1. (B)(6) 2024 21:31:56.078 piicixped patient mgmt: device ped1 in ch540. Status offline, iswireless false, isstandby false, opmode monitoring, ip address 172.21.203.126. Based on the information available, the cause of the reported problem was that the monitor was powered off based on the information provided in the case, by the philips rse, and the log review sent in by the customer, we can conclude the system worked as designed. The analysis of the logs showed connectivity was not likely to be the cause and that the device was powered off. The central station (piic) performed as it was configured and designed. No further investigation or action is warranted at this time.

Event description:
It was reported the pediatric patient had a heart attack when there was a loss of monitoring. The waveforms for this patient were not displayed at the central station for over 20 minutes and, during this time, the patient had a heart attack. During resuscitation, monitoring resumed at the central station. The current status of the patient was critical.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, where it reported all curves had disappeared from the central station and it was not just an ECG waveform. It was also confirmed, the central station displayed ¿no monitoring data¿ as the device went offline. A clinical application specialist (cas) and technician examined the logs and took focus on the automatic pause of the alarms of 3 minutes. It was configured in the monitor with the approval of the department at each start-up of the device. According to their first analyses, the behavior of the monitoring showed that the monitor was physically turned off by pressure on the power supply button present on the front of the monitoring at 21:31:56 and at 21:48:18 and turned on with the same procedure at 21:55:26. They also noticed on the patient's traces an asystole at that time. Philips retrieved the logs to be further evaluated by an internal product support engineer (pse). The evaluation found the surveillance showed the no data monitor inop as the device goes offline. The central station (piic ix) has alarmed the loss of the patient monitor connection. Based on the information provided in the case, by the philips rse, and the log review sent in by the customer, we can conclude the logs are consistent with the behavior of somebody pressing the power button (located in the front of the monitor) on and off. The reason why the monitor was turned on and off during the event time frame cannot be conclusively determined based on the log review. The piic performed as it was configured and designed. No further investigation or action is warranted at this time. ================ e1: reporter institution phone number: (B)(6).